Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that after a week of use, the device was filled with mold. It was stated that there was something trapped, but it was "black gooey, hairy". Customer has confirmed the devices were being sterilized. Adverse patient effects are unknown.

Manufacturer narrative:
Other text: b3: date of event and e1: initial reporter address is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.